Event description:
It was reported fecal matter leaked through all layers of the ultrasorb on to the bed sheet. The product does not appear to be locking in any moisture.

Manufacturer narrative:
It was reported fecal matter leaked through all layers of the ultrasorb on to the bed sheet. The product does not appear to be locking in any moisture no medical intervention, serious injury, or follow-up care has been reported. Based on the information reviewed, the event did not involve a death or serious injury, however, a reportable malfunction (a malfunction that would be likely to cause or contribute to death or serious injury if the malfunction were to reoccur) is present. This complaint requires a MDR submission, which has been completed and documented.